Event description:
Red status led and beep. No patient involvement.

Manufacturer narrative:
The reported fault was confirmed in the history of the device. The device performed to specification throughout testing with the reported fault being replicated only by holding the shock button during power on. This is suggestive of potential user error however this could not be confirmed.

Event description:
Red status led and beep. No patient involvement.